Manufacturer narrative:
Manufacturer's reference number: (B)(4). The returned device was visually inspected, and initially appeared to be in good condition. However, during a second visual inspection, blood and water were noticed under the pebax. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. During the functional testing, it was found that the catheter was not irrigating properly. Further investigation revealed that the irrigation tubing was occluded with saline solution crystals. The device was then evaluated for electrical resistance and current leakage, and it failed on electrodes #1, #2 and #5. Further examination revealed that the water observed underneath the pebax could be causing the electrical issue. Per the condition observed, scanning electron microscope (sem) analysis was performed. The results showed evidence of a hole and stress marks on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were found. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint regarding noise has been confirmed. Based on the available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, since there is evidence that the device was manufactured in accordance with documented specifications and procedures.

Event description:
It was reported that a patient underwent an ablation procedure for right atrial flutter with a thermocool smart touch unidirectional catheter where force issues and signal interference were observed. During the procedure, upon commencing delivery of radiofrequency (rf) energy, the force values would increase significantly, and the force vector on the carto 3 system would become erratic. Additionally, the distal ecgs would display noise. A cable change did not resolve the issues, so the catheter itself was exchanged. The case then continued without patient consequence. The potential that force/signal issues of this nature could cause or contribute to an adverse event is remote. As a result, this complaint was not originally considered to be MDR reportable. On (B)(6) 2017, the biosense webster failure analysis lab discovered what appeared to be blood and water underneath the surface of the pebax. This is not a reportable finding in and of itself, as the potential for foreign material under the pebax to cause or contribute to an adverse event is remote if the integrity of the pebax is maintained. The device was sent for scanning electron microscopy on (B)(6) 2017, and the results showed evidence of a hole and stress marks on the pebax, which presents a potential risk to the patient. As such, this event is MDR reportable. The awareness date for this event has been reset to (B)(6) 2017, the date of the reportable finding.